Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the clip was not well positioned on the tip of the needle. The nurse pricked his hand. An AED has been declared by the service.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). Visual and mechanical investigation on the actual device confirmed the defect. Root cause determined on assembly machine in production department. Corrective action on assembly machine taken including increase of preventive maintenance. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container.